Event description:
It was reported that during the procedure the syringe and needle were not fitted and could not be connected. No patient harm. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one ars attached to an 18 ga introducer needle for investigation. Visual inspection did not reveal any defects or anomalies. There were no cracks observed in the needle hub. The ars tip appeared normal. Additional testing of the introducer needle hub revealed it did not conform to iso 594-1:1986. The introducer needle was functionally tested with the returned ars per the instructions for use (IFU). The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The returned needle felt slightly loose on the ars but was able to draw and aspirate water with no issues. The connection between the returned syringe and needle was compared with a lab inventory ars syringe and introducer needle. The returned ars syringe was tested with a lab inventory needle, and the returned needle was tested with a lab inventory ars syringe. The returned needle hub appears to be fitting loosely on both the returned syringe and the lab inventory syringe. The hub of the needle was tested with the male luer gauge and was not within the specified range. This indicates that the luer was non-conforming per iso 594-1:1986. The tip of the ars was tested with the female luer gauge and was within the specified range. This indicates that the ars tip was conforming per iso 594-1:1986. The manufacturing site was consulted. Per manufacturing, the observed defect is a supplier related issue. A device history record review was performed, and a relevant finding was identified. A non-conformance was initiated for batch 71p21b0956 to address the issue of a syringe/needle connection not secure. The instructions-for-use (IFU) provided with this kit states the following: "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The reported complaint that the syringe/needle connection was not secure was confirmed through complaint investigation. The returned needle appears to be fitting loosely on both the returned syringe and the lab inventory syringe. It was discovered that the introducer needle hub did not conform to iso 594-1:1986. The manufacturing site was consulted. Per manufacturing, the observed defect is a supplier related issue. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that during the procedure the syringe and needle were not fitted and could not be connected. No patient harm. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).